Event description:
It was reported that there was a connection issue between the transfer set and the adapter. The treads on the two devices don¿t match up. When the adapter was able to screw on, it would prevent any solution to flow through the connection. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).